Event description:
The internal carotid artery aneurysm was successfully treated with stent assisted coil embolization. Angiography post procedure revealed the complete obliteration of the aneurysm and the pt was discharged home the following day. The pt complained of progressive vision loss in both eyes following the index procedure. Angiography two months after the index procedure revealed no changes in the aneurysm. It was concluded that the pt's symptoms were due to mass effect on the optic chiasm. The pt underwent a bifrontal craniotomy eleven days later during which the physician removed the aneurismal dome, some of the coils and scar tissue. There were no clinical consequences to the pt reported.

Manufacturer narrative:
For no allegation of product malfunction or non conformance contributing to the reported event. Additional info was received from the user facility. The physician's opinion is that the reported event is related to the index procedure and is not related to the coils. At baseline the pt had some vision loss in the left eye. It was not reported which coils were removed during the craniotomy.